Event description:
The tube fell out of the pt and was reinserted by the nurse. The pt was then fed. The pt was seen on 6/17/97 for an episode of vomiting, tachypnea and elevated temperature. On the following day, fever continued, and the pt had poor inspiratory effort, decreased breath sounds and abdomen slightly distended. The pt was admitted to the e.r. At 6:00am the pt was admitted to ICU with distended, soft abdomen and no bowel sounds. The pt was taken to x-ray where contrast media was inserted through the gastrostomy tube. X-ray showed leakage into the abdominal cavity. The pt was taken to the o.r. For a wedge resection of the stomach (to remove necrotic tissue) and the placement of a jejunal feeding tube.